Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of during harvesting the sutures, it was noted that the sutures were not felt to be long enough, only one suture was present and could not be cut using the quickcut mechanism, was not confirmed. The analysis of the returned components, body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal with no indication of a product quality deficiency that would have contributed to the reported event. The whole monofilament, approximately 20 inches long was returned and this is the acceptable length of a deployed suture. The plunger, cuffs, link and needle tip were not returned with the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, during harvesting the sutures, it was noted that the sutures were not felt to be long enough; only one suture was present. Therefore, the suture could not be cut using the quickcut mechanism and was cut using scissors. The vessel was re-wired and the proglide device was removed. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the procedure. The technician was reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.